Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 21.6 mmol, 16.2 mmol. Tests were done within 20 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.